Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the bd insyte autoguard straight was contaminated. The following information was provided by the initial reporter: material#: 381434. Batch#:2032227. While connecting saline flush to catheter hub, blood and a small contaminate came out of catheter hub.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-oct-2022. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received a 20g x 1.16in insyte autoguard catheter from lot number 2032227. In addition, a specimen cup was also received. The report that the foreign material originated from the catheter hub could not be confirmed due to the nature of the material and the condition of the returned sample. A fibrous material was received in a specimen cup separate from a used 20g insyte autoguard catheter. The catheter contained what appeared to be blood residue within the tubing. It was reported that "blood and a small contaminate came out of catheter hub". It could not be confirmed if the fibrous material originated from the catheter adapter, syringe, or other source. As the device was opened and used, it is also possible that this was introduced in the clinician environment. The material analysis did not find a conclusive correlation to any material used during the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch. There have been no other similar complaints reported from this lot number. Manufacturing controls are in place to mitigate the occurrence of this type of failure. H3 other text : see h10.

Event description:
It was reported that the bd insyte autoguard straight was contaminated. The following information was provided by the initial reporter: material#: 381434 batch#:2032227. While connecting saline flush to catheter hub, blood and a small contaminate came out of catheter hub.